Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose was 257 mg/dl. During a pump system check, a new cartridge was loaded and a minimum fill notification was received. A pump air leak was detected. Reportedly, the customer reverted to manual injections for insulin therapy.